Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s mother, on approximately (B)(6) 2025, she noticed that the patient was not feeling well and was acting weird. The patient was feeling tired and had blurred vision while the cgm reading was showing in-range values. At the time the bg reading was 700 mg/dl and the cgm reading was 147 mg/dl. The mother treated the patient with insulin and took him by car to the hospital. At the hospital the patient was transferred to the intensive care unit (ICU) and diagnosed with diabetic ketoacidosis (dka), the patient was treated with insulin. At the time of the report the patient was still hospitalized but good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.